Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-nov-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine sulfate of an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient presented for explant/replacement of their spinal infusion pump with catheter revision, pocket revision, pump refill, and programming. The patient was admitted on (B)(6) 2019. The pre-procedure and post procedure diagnosis was chronic pain syndrome, failed pump/failed implant, and failed back surgery syndrome. It was noted that the catheter was kinked and bent with deformities at several levels necessitating revision of the catheter in those regions. The catheter was cut below the 2 deformities and a new sutureless pump connector was carefully attached to this revised catheter portion. The pocket was slightly revised to lower the pump slightly in the pocket away from the rib cage and a new pump was implanted. The medication (morphine sulfate) removed from the old pump was approximately 11 ml and was placed into the new pump. The pump was programmed to administer morphine sulfate with concentration 0.5 mg/ml and to run at 0.3 mg per 24 hours with a new reservoir alarm date of (B)(6) 2019. The patient was discharged on (B)(6) 2019. It was noted that there were no complications regarding the procedure. No further patient complications have been reported as a result of this event.